Event description:
It was reported that this patient was admitted to hospital on (B)(6) 2023. After operation, the nurse inserted a groshong PICC catheter. After the insertion was completed, it was found that the oversleeve portion could not be attached. Replaced with a new oversleeve portion. (B)(6) 2023: the customer reported this occurred with two devices however only one was returned for evaluation. During evaluation, the connector was able to be pulled apart by hand with a small amount of force. This report addresses the returned sample and fist occurrence.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty assembling a connector is confirmed and was determined to be supplier related. One 4 fr two-piece groshong nxt connector was returned for evaluation. An initial visual observation showed a small amount of use residue on the returned sample. The connector pieces were not returned assembled. A microscopic observation revealed no damage on the locking arms of the proximal connector piece and no damage was observed on the distal connector piece. The connector pieces were assembled, and an audible click could not be heard when the two pieces were connected. An attempt was then made to disassemble the connector pieces and the connector pieces were found to be able to be pulled apart by hand with a small amount of force. The distance between the locking arms of the proximal connector piece was measured prior to assembly of the connector pieces and was found to be too wide and out of specification. The investigation was forwarded to the end-item manufacturing facility for further evaluation, and bd is working closely with the supplier to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11